Event description:
Customer reported that during operation, jaw of k wire was loose and it could not hold. During service technician found rust. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that metal pieces were mixed inside. The coupling power supply was damaged and rust was found due to normal wear. Several components and the housing were replaced. The device was repaired and sent back to the customer on (B)(4) 2013. Placeholder.